Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer informed ccc specialist about a leak in fluid drawer and salt build-up under a tray in acid-base wash1 drawer. A siemens customer service engineer (cse) was dispatched to the customer site. The cse reinforced the tubing connections to contain a leaking tube. The cse ran diagnostics, which passed. A siemens headquarter support center (hsc) reviewed the service report data which indicated that the cse replaced a wash tubing bundle which connects to the acid, base and wash1 reservoir connectors to address the fluid leak. The cause of the (B)(6) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A (B)(6) result was obtained on one patient sample on an advia centaur. The (B)(6) was not reported to the physician(s). Another sample from the same patient drawn at the same time, was tested on the same instrument, resulting (B)(6). Both samples were repeated on the same instrument, all resulting (B)(6). It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the (B)(6).